Event description:
The customer reported the device did not produce a picture. The issue was identified during preparation prior to a procedure. A similar device was used to complete the patient procedure. Additional event information was requested from customer; no further event information could be provided. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; no image was relayed to the monitor due to a faulty cable. The visual inspection of the device showed the coupler was misaligned (not in center) . Functional testing showed the device failed water leak testing at the connector area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty cable could not be identified. However, it¿s likely the cause is related to water leakage failure at/from the connector. The event can be prevented by following the instructions for use which state: do not strike the camera head. The camera head may be damaged. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.